Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer's spouse reported two instances where the pessary retrieval string separated during removal and the pessary remained inside his wife's body. Each instance involved product from the same package. The pessary was removed manually. No consequences reported.